Event description:
An end user reported an issue with a 8f low profile plastic vortex port detached bioflo catheter filled sh valved introducer. During a placement procedure, the introducer sheath detached and the catheter section became lodged in the patient's vessel. The surgeon was able to quickly remove all pieces, using a "mosquito." Ultimately, the procedure was completed with this device and the patient did not experience any adverse effects or harm as a result of this incident. There was no sample provided. There were no additional particulates generated after the event occurred. The physician cracked the sheath per dfe and he is an experienced user for over three years with no issues. The device inserted through the valve was the 8f device that comes in the kit. The device was disposed of.